Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it was confirmed that reprocessing was performed according to the instructions for use (IFU). Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to sending the device in for repair. The customer suspects the material may be a piece of gauze or towel leftover from reprocessing. There was no delay to the start of pre-cleaning, which was properly implemented. During pre-cleaning the customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with a clean lint-free cloth, brush, or sponge. The customer flushed the air/water nozzle and channel with a detergent solution. The event can be detected and prevented by handling the device in accordance with the following IFU: gif-1200n operation manual chapter 3 " preparation and inspection" shows how to detect the event. Gif-1200n reprocessing manual chapter 5 "reprocessing the endoscope (and related reprocessing accessories)." Shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus that the gastrointestinal videoscope had defective air/water supply. The issue was found during a a diagnostic screening and it was completed with the same device. Inspection and testing of the returned device found that the nozzle had foreign objects. There was no patient harm or user injury reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
Section e1: establishment name: (B)(6) medical. The device was returned for evaluation and the customers allegation was not confirmed. It was noted that the bending angle in the up diretion and the play of the up/down knob did not meet standard value due to wear of the angle wire. The adhesive on the bending section rubber had a chip and a white clouded area. The scope connector was deformed and there were scratches noted throughout the device. The paint on the scope cylinder and the air/water cylinder was peeled. The adhesives around the objective lens had a white clouded area and the light guide lens had a crack. The adhesive around the light guide lens was peeled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.